Manufacturer narrative:
A user facility reported, "the deroyal cannister lid was found to be deformed causing a leak in the suction set up." Deroyal requested return of the device, however it was not available for return. The investigation is not complete at this time. No further information is available at this time. We will provide follow-up report when additional information becomes available.

Event description:
A user facility reported, "the deroyal cannister lid was found to be deformed causing a leak in the suction set up."

Manufacturer narrative:
A user facility reported, "the deroyal cannister lid was found to be deformed causing a leak in the suction set up." Deroyal requested return of the device, however it was not available for return. Because no sample, pictures, or lot number were provided, the specific investigation on the product could not be completed. In checking what lots were sent to the customer, a lot number was determined. An inventory inspection was performed on 32 lids and all were found to be acceptable. The failure modes and effects analysis (fmea) and corrective and preventive actions (CAPA) were reviewed and no issues were found. A complaint to sales ratio was conducted over the past two years and found to be (B)(4). Root cause: because the sample nor pictures were returned and no issues were found in the manufacturing records, no root cause could be determined. Corrective and preventive actions: no corrective or preventive actions were taken as no root cause could be determined. Deroyal will continue to monitor for trends around this item and issue. The investigation is complete at this time. No further information is available at this time. We will provide follow-up report when if information becomes available.